Manufacturer narrative:
Upon initial review of this report, varian believes that this issue could be the same as a previously reported issue which is currently under investigation. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially result in serious injury. There was no report of misadministration or serious injury as a result of this reported issue. Additional f/u to this MDR is expected upon completion of the investigation.

Event description:
The customer reports that he uses a fake (dummy) energy setting of 111x, to simulate and plan all fields within his varian environment. Upon final dose calculation (leaving the setup beams on 111x) he goes back to rt chart to fill in the reference point details and schedule the plan. When going back again to the eclipse external beam planning, the customer reports that he has twice experienced, that fields with a real energy are changed back to the fake (dummy) energy 111x. During a smart connect session with a varian rep, the issue could not be reproduced. The customer is now concerned that the unwanted energy change could also happen between two valid energies.